Event description:
Covidien ligasure maryland jaw open sealer/divider when plugged into the ligasure generator would not activate. Tried several times to no avail. Ligasure replaced and functioned well.